Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. This is the first complaint reported for this lot number and general issue to date. Investigation summary: one powerport isp MRI implantable port intermediate kit was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The complaint of a missing tunneler tip, more specifically, an incorrect tunneler in the package, is confirmed, as a tunneler lacking a conical tip was found in a 9.6 port kit for powerport® isp m.r.I. Implantable port kit. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue.

Event description:
It was reported that the tunneler in the port device kit was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the tunneler in the port device kit was allegedly broken. There was no reported patient injury.